Event description:
The report received stated: uneventful intubation after 10 - 15 minutes spo2 decrease and ventilation decrease, checked for air entry in left lung, it was diminished. Tube pulled back and still no sound. Visually checked, the tube was in the correct position. Told the surgeon to stop the case, extubated pt and reintubated with good air entry. The 1st tube had a malformed cuffed and dr (B)(6) felt it must have blocked the murphy eye and the end of the tube. Pt was sent to ICU for observation and waiting to re-schedule surgery at a later date. No reported injury to pt.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.